Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) system, the right atrial (ra) lead dislodged. The ra lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.